Event description:
Kimberly-clark received a report stating, "on (B)(6) 2011 at 0652, patient was intubated with suspect medical device during a code blue. Sometime afterward, the ventilator started alarming because of poor volumes. Respiratory therapist suspected suspect medical device was leaking and notified an anesthesiologist. The anesthesiologist removed suspect medical device and reintubated patient using a new et tube at 0757. Patient went into asystole and was pronounced at 0803." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record # (B)(4).

Manufacturer narrative:
The DHR for the device lot reported by the facility was reviewed and documented that the manufactured device lot met specifications. Retained samples from the reported lot were evaluated and functioned properly. The reporting hospital indicated their internal policy did not allow them to return the device to kimberly-clark for investigation, so four representatives from kimberly-clark traveled to the facility to evaluate the device involved in this incident. Visual inspection of the presented device found that the device was deflated, and the cuff and sleeves were positioned correctly. The inflation valve was evaluated and functioned properly. When the cuff was inflated, a gross leak was detected and a 1mm long tear was identified vertically along the balloon cuff. Personnel at the reporting facility indicated they pressure tested the tube before insertion suggesting that the tear was not present prior to intubation. The reported cuff deflation was likely due to the observed tear, but the potential root cause of the observed tear could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.